Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for compromised force sensor system alarm. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery and occlusion tests due to the alarm. The pump was received with normal operating currents. The pump passed the self test and off no power tests. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, a broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.